Manufacturer narrative:
Initial reporter facility, event date, reported problem, and product type are the same as those communicated in a complaint received by hobbs medical via phone from the reporter facility on the same event date as event reported as 1220592-2024-00005, but lot number and specific product catalog are different. Contacted customer to confirm if the two reports are in fact the same event, but customer was not able to confirm. The device was not returned to the manufacturer for investigation and was discarded by the healthcare facility. The device is intended for use in the gastrointestinal tract, not in the lungs. Use in the lungs is therefore considered off-label use. Misbranded products within this product family labeled as "bronchial" were recalled by hobbs medical in 2021 (ref (B)(4) ), and affected consignees notified. Confirmed that the device lot involved in this complaint was properly labeled for gastrointestinal use.

Event description:
FDA notified manufacturer that a medwatch report had been received from a healthcare facility. According to the author of the submitted report, "the pt was having a bronchoscopy procedure performed. The physician was performing a cytology bushing (sic) for tissue collection of a target site. After the cytology brush... Was removed, the physician visualized the blue tip of the cytology brush in the bronchial "tree." Attempts to locate and remove were unsuccessful. Chest x-rays and chest CT scans were performed without identifying blue tip of cytology brush. This was probably due to this small size. Not (sic) apparent injury or affect (sic) to pt. Reported out of an abundance of caution and f/u."